Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump screen was all of a sudden blank. Customer's blood glucose level was not impacted. The pump was charge for 1 hour and the pump display did not turn back on. Reportedly, the customer reverted to manual injections for insulin therapy.